Event description:
My husband had 2 cypher medicated stents placed in 2005. The next day, he was getting ready to go home from the hospital when he had a massive mi and died in 3 hrs time. Both stents placed the day before were occluded at time of death.